Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test, active current measurement and selftest. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing. Unit received with high sleep current measurement due to corrosion on electronic board stack. Unit received with corroded force sensor assembly and moisture damage motor assembly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior to low battery alarm. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.